Event description:
Asr revision reported via sales rep; asr xl; left; reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 02/18/2015 - litigation papers received. Litigation alleges pain, inflammation, bone loss, loss of mobility, brining sensation. Fluid build-up, slipping of the hip join, abnormal gait, difficulty ambulating, and elevated metal ion levels. The doi was provided. The stem is being added due to elevated metal ion levels being reported. The complaint was updated on: 03/02/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.